Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. Customer continued to use the pump for insulin therapy. The customer¿s blood glucose (bg) level displayed as "high"; however, no specific value was provided. Customer changed pump supplies and delivered a correction bolus via the pump to address bg.